Manufacturer narrative:
(B)(4). This is a report of a use error where the patient did not securely tighten the line to the supply bag leading to a disconnection. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced a connection issue between a line from the cassette and a solution bag. This occurred during dwell one of four of peritoneal dialysis therapy. The technical service representative advised the hp to start over with all new supplies and explained the proper procedures for setting up and connecting bags. There was no patient injury or medical intervention associated with this event. No additional information is available.